Event description:
It has been reported to philips that the system shut down during a procedure and would not turn back on. The patient was moved to another room to have the procedure completed. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was on the table attempting to have a clot removed from his coronary artery when the system shut down. Customers lost all imaging, table control of the system. The patient was moved to another lab to complete the procedure. The harm is a delay in the ability to visualize the coronary vessel affected and remove the clot. Any time delay adds to the complication risk and depth of damage to the surrounding tissue. The clinical assessment has been updated to reflect no actual harm. The philips field service engineer (fse) inspected the system onsite and found that the system powered out halfway through a scan. Upon troubleshooting, fse found that the one of the 3-phase power output cables from the contact board on the trust mains supply was loose. The system power issue was proven to be caused by hospital electrical contractors who had not reconnected l3 of the 3-phase power line back into the connection block which feeds the azurion with power. To resolve the issue, the electrical department took responsibility and secured the loose cable. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude that a device malfunction had the potential for death or serious injury on recurrence, and as such the complaint was reported. Because the hospital¿s mains power supply system turned off and did not turn back on. The hospital¿s mains power supply is considered as a localized power failure that was not caused by the device. Since the malfunction of an external hospital¿s mains power supply source would not be considered a device malfunction of the system, this event would not be reportable. The philips system was working fine. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.